Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. As signature is limited to one unit per lot and specific to one patient, review of complaint history is limited to one unit. Root cause was unable to be determined.

Event description:
It was reported that sales rep noticed product was mislabeled. The internal contents of the packaging included a guide set, surgical plan, and labels, and it did not correspond to the patient code identified on external label of the box. The biomet team member instructed the sales reps to take the contents of their packages, place them in a plain brown package, send them to one another, and, upon arrival, place the products in the correct packaging. No further information has been provided.